Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not start a secondary infusion of vancomycin during therapy (programmed amount and delivery rate unknown). After one hour, the nurse noticed that the medication did not infuse. The nurse reprogrammed the pump and the medication was successfully infused. It was also reported there was no patient injury.